Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089535 and mw5089536. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported via regulatory agency "breast pain." The following reported events have been deemed not related to the device: "widespread and migratory pain, myofascial pain syndrome, chronic pain, muscle pain, chest pain, axillary pain, acute abdominal pain, breast pain, chronic neck pain, implant folded, mispositioned/displaced, fatigue, depression, nausea, migraine aura, headaches, migraine, irregular heartbeat, cfs, inflammation, raynaud's phenomenon, vaginal yeast infections, low grade fevers, allergic response, ibs, gad, lichen sclerosis, gerd, livedo reticularis, reactive hypoglycemia, fms, mps, bppv, sob, gilberts, mental exhaustion, chronic illness, debilitation, anxiety, kidney stones, tinnitus, metatarsalgia, cervical herniated disc, ptsd, sleep disorder, chronic dry eye, muscle spasms, hair loss, photosensitivity, sensitive to sound, cognitive dysfunction, weight loss, decrease appetite, urinary frequency, vertigo, heat and cold intolerance, paresthesia¿s, slow gi motility, vomiting, dysplasia, chronic sinusitis, low libido, bladder irritation, rosacea, dry skin, insomnia, night sweats, balance problems, sore throat, mouth sores, panic attacks, irritable mood, low blood platelet, wbc, and rbcs, occipital neuralgia, elevated folate, inflamed squamous and gastric complete, reflux, mild lymphangiectasia, dysphasia, atonic colon." This record is for the left side. Device has been explanted.